Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited low impedance trends. The device sensing assurance was programmed on, r-waves were sensed through device testing at 1.00-1.40mv, but the device had not reprogrammed sensitivity accordingly, the intrinsic r-waves were undersensed leading to overpacing. The device was reprogrammed and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.